Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. D4: batch # u5dl2k. H6: component code: mechanical(g04). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was firing the device on the stomach, it worked well when it cut and put the staples on the tissue, but once it was done, the blade did not come back to home position, it just stayed at the distal tip. Surgeon used the manual override to bring back the blade to be able to open the jaw. It is unknown if this was on the first or second fire, however it is unknown if surgeon tried the reverse button first. It is known that it was a black reload. There was a delay of five minutes, however another echelon was opened and surgery was successfully completed. There was no patient consequence.